Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (mlad) coronary artery with heavy calcification, mild tortuosity and 75% stenosis. During negative pressure test outside the anatomy, the 4.0x12mm xience skypoint stent delivery stent (sds) was observed to have a pinhole leak around the balloon center. The device was not used and there was no patient involvement. A non-abbott 4.00×12 stent was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents. A conclusive cause for the reported leak/splash could not be determined. Factors that may contribute to a leak include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the balloon, guide wire and/or inflation lumen. In this case, it is possible that inadvertent mishandling during sheath removal may have pinched the stent onto the balloon material causing the reported leak/splash; however, based on the information provided and without the device to examine, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.